Event description:
The tech alleged the foot end brake casters would not hold. No injury reported.

Manufacturer narrative:
The tech found the set screw broke off in the hex rod. The tech replaced the hex rod to resolve the issue.